Event description:
The customer contacted abbott stating the axsym rubella lgg assay calibration failed using new reagents and calibrators. The customer centrifuged the calibrators and a successful calibration was achieved. Abbott requested the failed calibration data for evaluation. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.